Manufacturer narrative:
G4:10dec2020. B4:15dec2020. Blower assembly was returned to the manufacturer for analysis. Visual inspection revealed no signs of damage or contamination. The blower assembly end cap was removed and a visual inspection of the impellers and surroundings revealed no signs of rubbing. A failure investigation (fi) technician installed blower assembly into a fi ventilator to duplicate the reported issue. During the unit testing the blower assembly was installed in the fi test ventilator and the blower assembly test failed. A bad temperature sensor lm20 generated the e/c 1122 blower temperature high. The reported complaint was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 04sep2020.

Event description:
It was reported to philips that the device had an alarm saying "blower stopped" occurred. The alarm tone was reported to be in intervals. The device was in clinical use at the time of the event. The patient was transferred to another v60 and there was no report of patient or user harm. The device was evaluated by a philips technician who confirmed the reported issue. The technician replaced the blower to resolve the issue and the device passed functional testing.